Manufacturer narrative:
Other text: additional information h3 and h6. D5 is unknown. No information has been provided to date. Device evaluation: the pump was returned for investigation. A visual inspection of the pump found that the factory seal was intact. The pump was in good condition. Check syringe plunger sensor alarms were found in the event log. During functional testing, the plunger was placed to the nearest position to the top housing; pump was turned on and passed the self-testing without experiencing any alarms; verified both plungers sensor in biomed menu. Both sensors worked as intended; the pump was also able to recognize the syringe when it was loaded to the pump. The reported failure was not confirmed. The root cause cannot be established. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms # (B)(4).

Manufacturer narrative:
D5 is unknown. Device evaluation: the pump was returned for investigation. A visual inspection of the pump found that the factory seal was intact. The pump was in good condition. Check syringe plunger sensor alarms were found in the event log. During functional testing, the plunger was placed to the nearest position to the top housing; pump was turned on and passed the self-testing without experiencing any alarms; verified both plungers sensor in biomed menu. Both sensors worked as intended; the pump was also able to recognize the syringe when it was loaded to the pump. The reported failure was not confirmed. The root cause cannot be established. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
Information was received indicating that out of box failures occurred to a smiths medical medfusion 4000 wireless syringe infusion pump. It was reported that the check syringe plunger sensor error occurred. There were no reported adverse effects.